Event description:
The following has been reported: biomed reported: "cassette problem. No patient harm or any active infusion stopped. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to sensor hardware failure (set ID sensor). Upon return, the device started up with no errors. Performed mock infusion with no errors. Performed set ID admin test and unit failed. During return process it was noted that the loading pins were not cycling properly. Removed fva assembly and investigation found fva pins and loading pins have debris. Cleaned fva pins, loading pins and channels. Reinstalled fva assembly and performed a mock infusion with no errors. The ground connections are braided wire versus insulated wire. Set ID, fva lip seals, upper/lower lip seals, and ground wires will be removed and replaced during the repair process before being sent to the test line for full functional testing.